Event description:
Bard port catheter fractured. Installed 12/04. Patient came to ER 9-05 with tachycardia and chest pain. Xray ir removed portion of catheter that migrated to the heart. The 123mm portion that broke off was not saved. 9-05 the port was removed. Product code 0603590. This port was inserted by an experienced surgeon using the same technique they always used.

Event description:
160064000-2005-8013- the product has not been returned to the manufacturer at this time but is expected to be returned soon, for evaluation. Shipping materials have been sent to the facility to have the product to the manufacturer.